Event description:
One triad implant (se-181508trc) was inserted on unknown date. On (B)(6) 2015, broken implant was removed, it was returned to manufacturer on unknown date. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.